Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 21mm, non-abbott ballon. There was annular calcium between non-coronary cusp (ncc) and left-coronary cusp (lcc) that extending into left ventricular outflow tract (lvot). During the procedure, the valve was able to be implanted at a depth of 3mm on the ncc and 5mm on the lcc. Post-implant, moderate paravalvular leak (pvl) was observed. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 22mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Mild pvl was observed; on 06 jun. 2026 (day-2), echocardiogram (echo) revealed no pvl. The patient was in a stable condition.